Event description:
Pleural biopsies performed with abrams needle; thoracentesis catheter advanced, drained 800 cc. One suture placed by surgeon to prevent air leak into chest. As surgeon went to remove thoracentesis catheter, the catheter broke off into the pleural space (approx 5cm). Attempt to retrieve the portion of retained catheter was unsuccessful. The pt was taken to the o.r. On 3/2/98, and the retained portion of the catheter was successfully removed.